Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from non-fasting meter to meter comparison of 111 mg/dl using meter and 67 mg/dl using doctor's device. Customer stated that the blood sample may have been taken from same finger at doctor's office. Customer was also concerned with fasting results obtained of 166, 205 and 208 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 99 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 182 mg/dl and 175 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/28/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 86mg/dl, date: on (B)(6) 2019, time: 10:37am fasting, result 2:111mg/dl, date: on (B)(6) 2019, time: 08:07am fasting, result 3:208mg/dl, date: on (B)(6) 2019, time: 06:00pm fasting, result 4:205mg/dl, date: on (B)(6) 2019, time: 05:58pm fasting, result 5:166mg/dl, date: on (B)(6) 2019, time: 05:55pm fasting.

Manufacturer narrative:
(Manufacturer narrative: f, corrected data: t) internal report#: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from non-fasting meter to meter comparison of 111 mg/dl using meter and 67 mg/dl using doctor's device. Customer stated that the blood sample may have been taken from same finger at doctor's office. Customer was also concerned with fasting results obtained of 166, 205 and 208 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 99 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 182 mg/dl and 175 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/28/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).